Event description:
It was reported that the patient was unable to activate the device. The therapy manager troubleshot the issue with the patient and confirmed that the right lead had a progression of out-of-range/high impedance failure. The device was reprogrammed to unilateral stimulation until a revision surgery could be scheduled. The device continues to deliver stimulation. The patient underwent revision surgery to replace the right lead, and during the surgery, the surgeon decided to replace the left lead as a precaution. Both leads were removed intact, and two new leads were implanted. There was no report of patient harm or injury. Unrelated to the out-of-range issue, blood was seen in the implantable pulse generator (ipg) header upon visual inspection of the ipg. The ipg was replaced.

Manufacturer narrative:
Mml reference #(B)(4). Other device explanted. Model: 8145. Description: percutaneous stimulation lead. Serial number: (B)(6). UDI: (B)(4). Model: 5100. Description: implantable pulse generator. Serial number: (B)(6). UDI: (B)(4). The ipg and lead assemblies were returned and evaluated. The reported issue was verified. The analysis confirmed lead conductor fractures were the cause of the high impedance conditions observed with the right percutaneous stimulation lead. There is no allegation against the function of the left lead and ipg. They were replaced as precautionary.

Manufacturer narrative:
Mml reference # (B)(4) other device explanted model: 8145 description: percutaneous stimulation lead serial number: (B)(6) UDI: (B)(4) model: 5100 description: implantable pulse generator serial number: (B)(6) UDI: (B)(4)

Event description:
It was reported that the patient was unable to activate the device. The therapy manager troubleshot the issue with the patient and confirmed that the right lead had a progression of out-of-range/high impedance failure. The device was reprogrammed to unilateral stimulation until a revision surgery could be scheduled. The device continues to deliver stimulation. The patient underwent revision surgery to replace the right lead, and during the surgery, the surgeon decided to replace the left lead as a precaution. Both leads were removed intact, and two new leads were implanted. There was no report of patient harm or injury. Unrelated to the out-of-range issue, blood was seen in the implantable pulse generator (ipg) header upon visual inspection of the ipg. The ipg was replaced.